Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
The customer reported power indication is not appearing and charging indication not showing. There was no patient involvement. The service technician confirmed the reported issue and indicated no error codes were generated in the diagnostic report. The service technician replaced the overlay and flex cable to resolve the reported issue.